Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: d3 (country type and country), h6 (component code, investigation findings, and investigation conclusions). Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue as broken cannula pe and bent cannula npe. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
Sanofi ref #: (B)(4). Cat: unknown. Lot: unknown. " needle(s) bent. Rear cannula end is broken + gets stuck ". Date sanofi received complaint: 02.04.2024. Date sanofi received the sample: 22.04.2024. Pir: 100415291.